Event description:
On (B)(6) 2013, the physician stated that he saw a new patient that day whose vns was malfunctioning. It was clarified that the patient's diagnostics showed: communication "ok", output status "limit", lead impedance "high". The patient's vns settings were provided and it was stated that the output current and magnet output current were programmed off to 0 ma after the impedance values were seen. It was stated that chest x-rays do not show any kink or break in the wire. The physician requested urgent replacement through neurosurgery; however, no surgery has been planned or scheduled. Attempted to contact the physician's office for more information; however, it was stated that they have no record of the patient and could therefore not provide any information. The physician was contacted directly for information; however, no information has been provided. A programming history review was performed; however, no diagnostics were seen in the database. Review of the manufacturing records for the lead confirmed the lead met all final testing specifications prior to distribution.

Manufacturer narrative:
.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's explanted generator was returned on (B)(4) 2013. Product analysis of the generator found that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The end of service allegation was not duplicated in the lab. Per the internal database and the implant card, the explant surgery was performed on (B)(6) 2013. Lead impedance was marked ok on the implant card.

Manufacturer narrative:
Information about the device return was inadvertantly not included on the first supplemental MDR.

Event description:
Follow up with the physician found the patient information. Per the physician, after the impedance values were read, both the normal and magnet output current were disabled to 0ma. The x-rays taken on (B)(6) 2013 showed frontal and lateral views of the neck. Per the physician, "the prevertebral soft tissue appear normal. The vertebral body heights and alignment are maintained. Minimal degenerative disk changes are present in the cervical spine. A nerve stimulator is seen in the soft tissue of the left neck. There is no evidence of fracture." The two chest x-rays showed no visible kink or interruption in the vns lead. No programming or diagnostic history was known. No other information was provided.